Manufacturer narrative:
Evalution: device evaluation of battery pack has been completed. The reported problem was confirmed. The battery pack was completely discharged. A defective u3 supervisory ic was found within the battery pack. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack.

Event description:
A wcd 3000 battery pack was returned from our foreing distributor with a note attached "defekt". No further information could be obtained from the distributor. A review of the downloaded data showed no fault flags associated with this battery pack.